Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation.

Event description:
It was reported that while in use on a patient, an 840 ventilator shut down and became inoperable. Several error codes were generated. The patient was removed from the ventilator and placed on an alternate ventilator. Although requested, patient outcome has not been provided. The customer indicated that the unit was a mature product and was no longer serviceable.